Manufacturer narrative:
The axium coil was not returned for analysis as it remains in the patient. However, the pushwire has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm located in anterior communicating artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) but prematurely detached inside microcatheter during retrieval. It was reported that during procedure, the physician tried to detach the axium coil with an instant detacher, but the coil was not detached. Manual detachment was attempted but still the coil was not detached. For that reason, the physician decided to remove the axium from the patient and started retrieving the axium. However, the coil was prematurely detached when the coil was retrieved into the microcatheter about 2cm. Snare device was used but the coil could not be captured. Eventually, the coil was partially migrated to vessel, and the edge of the coil adhered to the vessel wall. The procedure was completed without further intervention. No patient injury was reported.

Manufacturer narrative:
A portion of the axium prime implant coil was returned for evaluation with a snare device within a cardboard box and inside of a sealed ziploc bag. The devices were found to be inside of a plastic bag and within an opened axium prime coil outer carton. The instant detacher was not returned as it was discarded. In addition, the pushwire was not returned for evaluation, and no procedural video or device images were available for evaluation. The implant coil was found to be stretched and broken on the distal end with the polypropylene filament broken. During analysis of the axium prime implant coil, no evidence was found that would ascribe root cause for the failure of the axium prime implant coil from detaching from its pushwire; however, it is likely that the implant coil broke subsequent to the coil stretching as was evidenced from the returned implant coil segment. If information is provided in the future, a supplemental report will be issued.